Manufacturer narrative:
Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff allegedly experienced pain, urinary problems, recurrence, dyspareunia, infection, bowel problems, bleeding and other unspecified injuries. The mesh remains implanted. Furthermore, it was reported that the plaintiff died. No cause of death was reported.